Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had corroded keypad traces and a blank display due to a corroded electronic assembly. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the insulin pump has a blank display. Customer stated that the insulin pump may have been exposed to moisture. The blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.